Event description:
Analysis was completed on the returned handheld and software. During the analysis it was identified that the (B)(4) database was corrupt causing the handheld to display sql errors when an interrogation was performed. A cause for the database corruption could not be determined based on the available information. It was also identified that several archive databases were also corrupt. Based on the database size, the archive databases are likely archive copies of the (B)(4) database. No further anomalies were identified during the analysis.

Event description:
It was reported that the physician could not access the database in the handheld computer anymore. Upon attempting to view the database, the computer returns the message "error executing the sql statement". A hard and soft reset were attempted, but the problem persisted. The handheld was returned to the manufacturer, but analysis is pending.